Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A complaint history review on confirmed device complaints (returned and no product returned) from november 2020 to september 2021 for the sapien 3 ultra thv (all models and sizes) was performed for similar events and root cause identification. No other complaints were identified as potentially similar events. It was noted that this facility is very experienced in their structural heart program. Based on the low incidence of this event it is considered that there is not a systemic gap on the training processes or any other process under edwards control. A review of the instructions for use (IFU) and training manuals was performed and no deficiencies were found. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to crimp and deploy thv. The training manual cautions to verify correct thv orientation with the inflow (outer sealing skirt) of the thv oriented distally towards the tapered tip prior to inserting the delivery system into the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of incorrectly oriented thv implanted was confirmed based on the provided medical record. A review lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, the valve was inadvertently crimped in the incorrect orientation on the balloon of the commander and the operator confirmed the valve orientation at the back table prior to insertion into the sheath. Device preparation and procedure training manual instructs to verify thv orientation prior to inserting the delivery system into the sheath. In this case, both the person prepping the device and the operator, failed to identify that the valve was crimped in incorrect orientation for deployment in aortic position. As such, available information suggests that use error may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action, nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager that during a transfemoral tavr, a 23mm sapien 3 ultra valve was implanted in the native aortic annulus in the incorrect orientation. As reported, the hospital personnel crimped the valve inadvertently in the incorrect orientation on the balloon of the commander . The commander was inserted into the sheath and deployed in the patient. As soon as the valve was deployed, the tm noticed that it was in the incorrect orientation. A second valve was emergently prepped and successfully implanted with proper leaflet coaptation. However, the patient's native leaflets and the skirt of first valve were occluding the patient's coronaries. The patient was put on ECMO and an impella put in the left ventricle. The left coronary was ballooned and stented, but the right coronary was not able to be cannulate. The patient expired.